Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which led to a pump shutdown. The customer's blood glucose (bg) level ranged from 142-147 mg/dl. The customer indicated that the healthcare provider would be contacted for guidance on using manual injections for insulin therapy, and declined follow up from tandem technical support.